Event description:
Chair occupant was exiting the chair and forgot there was a pull out step present and extended. They fell. This was a visitor who reports that they did the same thing about 2 weeks prior and di not report because they were no injured. Individual sustained a broken pelvis. He did not require surgery, but did require more extensive follow up care. He was discharged to a rehab facility. He also sustained a skin tear on his elbow. (B)(6) 2013 - the above mentioned regarding a broken pelvis was placed in error on this record. (B)(4).

Manufacturer narrative:
MDR decision date: (B)(4). No serious injury alleged. Occupant was exiting the chair and forgot there was a pull out step present and extended. They fell. This was a visitor who reports that they did the same thing about 2 weeks prior as reported in a previous complaint. They did not report earlier because there were no injuries (the mention regarding a broken pelvis was placed in error on this record).